Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the retrograde nailing femur procedure, the scrub tech used the back of a stryker quick connect chuck over the ball tip guidewire near the end to bend t-handle jacobs chuck and comes in place at ~10 mm proximal to the area scrub intended to bend the wire to act as fulcrum. The wire broke wire 3-4 mm proximal to ball end with what tech described as minimal effort. Tech reported that previously he has applied significantly more force and has not had an issue with wire breakage. Second ball tip wire was brought and the same course of events occurred, again described as breaking/snapping when attempting to bend the wire. Surgeon reamed over wire that had ball tip broken off. There were no fragments generated. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant device reported: universal jacob chuck (part#: 393.10, lot#unknown, quantity 1). Stryker quick connect chuck (part#: unknown, lot#unknown, quantity 1). This is report 2 for 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D11: concomitant products added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.